Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on sep 16, 2025 . Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the complaint unit was inspected by the complaint lab and results provided to the external manufacturer. The external manufacturer's evaluation included visual inspection of the actual device, review of production records, historical data analysis, and testing of manufacturing devices. Scratches were found on the surface of the lens. Test method setups were verified as acceptable according to the device history review (DHR) review. The height measurement device was found to be able to recreate the scratches found on the returned samples but not during normal manufacturing processes. The potential cause found was the combination of damage able to be cause by the lens height management device and the possible eye fatigue of the operators of visual inspections on the lens. These factors could have resulted in a damaged unit passing through current controls. The root cause investigation was conducted using a fishbone diagram, physical inspection, document review, and analysis of operational records. Training of operators and equipment setup was found to be in compliance. A deficiency was identified in the process to inspect the lens for damage, and the measurement device used was found to be able to reproduce the scratches found on the returned sample. These were identified as possible causes for the failure. While a definite root cause was not identified for the specific scratches on the returned sample, potential causes in the manufacturing process were identified and will be investigated further in a preventative action at the manufacturer. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable device. Section d6b: if explanted, give date: not applicable, as the device is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a scratch on a patient interface. Procedure was completed successfully with a new patient interface. There was no patient injury reported. Surgical intervention was not required. The customer clarified that the defects were normally caught before well before the cone touches the patient or laser is fired. Demographic data was not collected but will be in the future. No further information was provided.